Manufacturer narrative:
H3 other text : the customer did not record the model or serial number at the time of the incident.

Event description:
It was reported that the brakes were not working on an unspecified stretcher, potentially indicating that the brakes could not be engaged. The customer did not make the unit available for evaluation and did not provide further details. No patient involvement or adverse consequence were alleged to have occurred.